Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was use of the pre-close technique for arteriotomy closure of a common femoral artery prior to a large-hole interventional procedure. Reportedly, proglide devices had the plunger pushed in with no issue, yet when the plunger was removed, there was no suture attached to the needles. Other proglide sutures were preplaced. The sheath was upsized to greater than 8.5f, and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device and the reported suture retrieval issue was confirmed as a cuff miss. Lot history report and exception reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.